Event description:
Patient reported left side deflation. Healthcare professional later confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified sharp opening on valve bond edge and white particles inner the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed left side deflation. Device has been explanted.